Event description:
Reportedly, during bench-testing as part of a routine preventive maintenance program, the subject was noted to finish delivery faster than programmed. There was no patient involved.